Manufacturer narrative:
Multiple attempts have been made to contact the customer regarding patient involvement. Should further information become available, npb will follow up.

Event description:
The service report shows that the customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bd cpu. The unit passed extended self testing.